Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient who had a system error 2240 (air in tubing) alarm on the homechoice (hc) while connected during dwell. During troubleshooting, it was noted that the patient had disconnected during the dwell phase with thirty-two minutes left and was currently reconnected to the patient line. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.